Event description:
It was reported that during a procedure, the physician encountered difficulty removing the lv lead, as the wrench would not engage the setscrew. The lead was eventually removed, but the physician decided not to reimplant the device due to the setscrew issues. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.